Manufacturer narrative:
Per the clinic, it was reported that the patient was placed under general anaesthesia and underwent skin revision surgery during an abutment change (date not reported). (B)(4).

Manufacturer narrative:
This report is submitted on february 7, 2017. (B)(4).

Event description:
It was reported that the patient developed an infection at the implant site and experienced pain, redness and blood discharge. The patient was treated with steroid cream and oral antibiotics (date not reported) and the infection was reportedly resolved.